Manufacturer narrative:
Summary of eval: eval results indicate that this event is design related.

Event description:
The hexagon tip of the screwdriver is twisted. This event did not occur during a surgical procedure.